Event description:
The customer reported to baxter a clearlink system y-type blood/solution set in which the blood would not flow to the patient from the blood bag. According to the report, one line was connected to a normal saline solution bag, and the second line was connected to a blood bag (2 lines on the same set). The 330ml blood bag (platelets) was set to infuse to an adult patient over a 4 hour time period with a baxter colleague cxe single channel infusion pump. When the nurse returned 4 hours later, she expected the blood bag to be empty and the pump to be running at kvo (keep vein open). However, the pump was running at kvo and had infused half of the normal saline bag, but only half of the blood bag had infused. The patient was receiving 3 units over 2 days, and this was the 2nd unit. Regularly scheduled testing was performed on the patient after this incident and the test results were normal. There was no patient injury or medical intervention associated with this report. The customer determined that the pump performed as intended with no problems. Upon further testing of the blood set, the customer discovered that the set had some type of occlusion or clot preventing flow. The set would not flow at 75ml/hr or 125ml/hr during testing. Once the thumb clamp was cracked, it flowed fine. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. The reported problem of no flow / restricted flow was not confirmed. A visual examination of the sample did not locate any noticeable defects. The unit was also subjected to pressure and functional testing and all results were satisfactory. Since the reported problem could not be confirmed, the root cause of the reported condition could not be identified.